Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced oversensing resulting in inhibition of ventricular pacing. No patient symptoms were reported.